Manufacturer narrative:
(B)(4). Investigation summary ==> the complaint states: ¿it was reported that there was a hole in the package of bone cement.¿ the alleged defective product was not returned for investigation. There is not enough information or a product sample available to confirm either the complaint description or root cause. There are 3 layers of packaging for the powder component and there is not enough information in the complaint description or attachments to verify the level of packaging affected. As the powder packing process is manual, each level of packaging is checked throughout the process and any defective components are disposed of at the time of discovery. Four retained samples of this product were examined for this failure mode, but no further instances of damaged packaging were discovered. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed 12 jun 19. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a hole in the package of bone cement.